Event description:
It was reported that the jaw broke off inside joint. Piece was retrieved with no patient injury.

Manufacturer narrative:
The reported disposable firstpass suture passer, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual and functional evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, the self-capture jaw broke off inside joint. An exact root cause cannot be determined with confidence; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) excessive force. (2) incorrect clinical suture. Or (3) insufficient retention of suture capture. Excessive force applied to the device, incorrect clinical suture or insufficient retention of suture capture can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.